Event description:
As reported, in 2008, this pt was implanted with a gore excluder aaa endoprosthesis trunk ipsilateral leg component. Upon placement of the contralateral leg component, the physician did not have the sheath in the contralateral gate of the trunk ipsilateral leg component. The contralateral leg component prematurely deployed before reaching the landing zone. After removing the delivery catheter, the physician noticed that the olive tip was missing and snared the olive tip with the access wire. A second contralateral leg component was used to bridge the two devices. The delivery catheter of the detached olive tip device is being returned to gore for examination. The pt is reported to be fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.